Event description:
It was reported during in-service to the user facility , the ess (endoscopy support specialists) determined missing step in scope reprocessing. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
The device did not return for evaluation. As stated the issue found was due to missing step in reprocessing. Customer has not been utilizing the olympus brush for cleaning. In a follow up communication with ess, it was stated the customer had no issues with the devices and no returns were required. The case was started due to missing element of cleaning process. Additionally, the following information noted during the ess visit : ess ( endoscopy support specialist ) explained, discussed with the customer/facility staff the required cleaning accessories including a suction cleaning brush bw15-sh. Customer stated facility has not been utilizing the brush as a result of absence of the brush at the facility. Ess informed customer may contact their olympus sales representative to order cleaning brushes. Ess performed the in-service and all models were reviewed during the in-service listed in the products section of the users¿ manuals. In-service visit includes the cleaning and disinfecting information of scopes. In-service included bedside pre-cleaning, leak testing, manual cleaning and storage of the scope. Provided supporting documentation and wall charts. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿ supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. Based on the results of the investigation, a root cause could not be determined however, it is likely that the user facility reprocessing method differed from that of the device instructions for use (IFU) which states the following: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.